Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the injector tubing was completely blocked with the instrument giving no diff results and the computer had boot up issues. The fse replaced the injector tubing to resolve the plugging issue. He also replaced the workstation. The old computer was also reinstalled on the unit. The problem was resolved. (B)(4).

Event description:
The customer reported the act 5 diff analyzer was giving no differential (diff) results. The customer also reported the computer was not launching "windows". There were no erroneous results reported out of the laboratory. The customer indicated twelve (12) patient samples had "no diffs", however printouts for only three patient were submitted as samples demonstrating the issue. The printouts show neutrophils%, lymphocytes%, monocytes% and eosinophils% gave 0.0 with instrument generated messages. Basophils% value seemed correct, although it also had instrument generated messages. There were no erroneous results reported out of the laboratory.